Manufacturer narrative:
(B)(4). This report of a use error (failed to follow proper therapy steps) was confirmed and the cause was identified as use error. The nurse stated that she changed out the cassette but reused the same bags. This review found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
During troubleshooting for a reported check final line alarm that occurred on the homechoice (hc) machine during prime, a nurse (rn) stated she had changed the cassette; however, did not change the bags. The technical service representative (tsr) explained that the set up was compromised since the entire set up was not changed. The patient was not connected to the set up. There was no patient injury or medical intervention.